Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that after an estimated implantation period of 9 months oversensing with artifacts in atrium was noted. No implant dated provided. The lead remains implanted at this time.